Manufacturer narrative:
The first instrument used in the procedure and associated with this report, vessel sealer extend (vse) l10241205-0297, was returned and underwent failure analysis (fa). The instrument was tested and passed recognition and engagement, cut and sealed as expected, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. There were no failures reported in the logs and no product issue was identified. The second vse used in the procedure, l10241205-0274, has not been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced vse log review show that the first vse instrument used was l10241205-0297 and was installed 3 times and passed homing each time. 8 cut complete events were noted and e100 logs show 15 coagulation and 65 seal events with no errors. The instrument was used for about 38 minutes. The second vse instrument, l10241205-0274, was installed 2 times and passed homing each time. 49 cut complete events were noted. E100 logs show 1 coagulation event with no error and 66 seal events with 1 high initial starting impedance error. The instrument was used for about 18 minutes. System logs show two e-100 recoverable errors. The first one could likely be related to a communication problem between the generator and the instrument. The second one is likely due to the user trying to seal too much tissue between the jaws. Refer to manufacturer report 2955842-2025-14407 for MDR submission of the events logged against vse l10241205-0274.

Event description:
It was reported that during a da vinci assisted pancreatoduodenectomy, the e-100 generator alarmed, and the vessel sealer extend (vse) instrument stopped sealing. The e-100 was reset, and the instrument was reseated to no avail. The vse was replaced and worked correctly. The procedure was completed robotically, and there was no reported injury for this instrument. However, during follow up on another vse used during the procedure, there was mention of unexpected bleeding occurring in relation to vse issues and it is unclear which instrument is responsible.

Manufacturer narrative:
Additional information: a review of the site's system logs for the reported procedure date found there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.